Event description:
The customer reported a communication error and the unit behaved as if it was flouring. This is consistent with a system lockup and there was no uncommanded x-ray. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.